Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0sq76, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy. The patient does feel stimulation. It was reported that the patient had some CT scans and a fall that could be related to the event. The patient fell about 3 weeks to 1 month ago and broke clavicle and fractured tailbone. Patient had x-ray today and looks like lead was in place. The hcp(healthcare provider) did not instructed the patient to keep a voiding diary. Initial sync, the stimulator was off on program 3 at 3.0 volts. She thinks she used stimulation off button to connect. The patient feels stimulation but thinks she was at the highest point of comfort and does not wish to increase. The patient does not feel stimulation in the correct area. She was able to successfully change to program 4 and turn stimulation on at 0.0 volt. When the patient attempted to increase, she saw pp(patient programmer) low battery screen and was unable to bypass the screen. Could not troubleshoot due to lack of access to product. She will change pp batteries. Return of symptoms were reported. She was using the bathroom sometimes 3-4 times an hour. The patient as and it was unknown if it was a sudden or gradual change. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports the actions/interventions taken to resolve the loss of therapeutic effect as well as the stimulation sensation in the wrong location were noted as the patient couldn't feel and the program was changed. The patient reported working better.